Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all the required testing.

Event description:
It was reported, ventilators' touchscreen was unresponsive. No patient involvement reported at the time of the event.